Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported sutures came out when the knot was to be tightened was confirmed as a cuff miss/suture retrieval issue was noted. The investigation determined the observed cuff miss/suture retrieval issue appears to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate manufacturing report number.

Event description:
It was reported that using the pre-close technique, arteriotomy closure of the calcified left common femoral artery was attempted using two proglide devices with a 7fr sheath after an angioplasty procedure. Reportedly, both sutures came out when the proglide knot was to be tightened. Hemostasis was achieved with another proglide device. Reportedly the patient's condition was good. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.